Manufacturer narrative:
No device, no medical records, and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a scheduled retrieval of a vena cava filter, two of the filter legs allegedly detached and migrated into the chest, one limb was located in the right pulmonary artery and one limb was located in the right ventricle. The patient was reportedly hospitalized overnight for observation and a cardio-thoracic consult. The patient was reportedly doing well one day post filter retrieval.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not reported to the manufacturer. Visual inspection: the device was not returned to the manufacturer; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned to the manufacturer; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned and images/medical records were not provided; therefore, the investigation is inconclusive for the reported filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: snf: labeling does not mitigate risk per iso 14971. Rnf: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. Potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. G2/g2 express/g2x/ eclipse/ meridian/denali: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a scheduled retrieval of a vena cava filter, two of the filter legs allegedly detached and migrated into the chest, one limb was located in the right pulmonary artery and one limb was located in the right ventricle. The patient was reportedly hospitalized overnight for observation and a cardio-thoracic consult. The patient was reportedly doing well one day post filter retrieval.